Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist resolved the issue by re-syncing the database, reducing its size from over 10 gigabytes to under 2 gigabytes.the bloating issue was caused by corrupted station maintenance, confirmed through station logs and ensured no server purge issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a fatal error. The customer stated that when trying to load or dispense any medication, it was not allowing us to do anything and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.